Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device battery is exhausted ahead of schedule (time to rrt <3months) . Device implanted in 2018. The device explantation is planned.